Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while flushing a 24 g x 0.75 in. (0.7 mm x 19 mm) bd nexiva¿ diffusics¿ closed IV catheter system, the device leaked. No reported medical intervention or serious injury.

Manufacturer narrative:
Medwatch reported 08/01/2017, report# (B)(4). Investigation: actual sample received. One used, we inspect the sample visually and functionality, the extension tubing was broken near the luer adapter (yellow component). Leakage was found due the tubing hole/broke in the bonding location, the sample was tested according to qcge-011sp and we found a damage and leak at location mentioned before. DHR for lot number 7004687 was reviewed and no qn¿s there are related to this lot#, during the DHR review no issues for leakage during our q.a technician inspection were detected. Material 383590 with lot number 7004687 was manufactured on january 19 2017. During DHR review it was confirm that the qa technician performed the sampling plan per leakage defect through the all lot manufactured as correspond and no issues were recorded, additionally all functional testing and product performance meets specification criteria, accepting and releasing this lot. All relevant information during the DHR review shown that meet all established manufacturing criteria. Manufacturing review: during the manufacturing process, all manufactured lot was sampled through the all run according our control plan, sample size and frequency defined in our procedures, if some issue is detected during sampling plan, the product is contained and disposed as correspond, without sample or photo received it is difficult to find an exactly root cause of this issue, DHR did not showed evidence of an issue related to the reported by customer. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure mode. Root cause: this tubing broke issue is caused when the part is clamped near the luer adapter and the tubing breaks with the cured adhesive.